Event description:
It was reported that this patient presented to an emergency room after a mechanical fall due to severe dehydration. The patient was indicated to have landed on the left side of their chest. The following day at a clinic visit, it was determined that the patients right ventricular (rv) lead and right atrial (ra) lead were both partially dislodged and the patient had a hematoma. Three days later, a lead revision procedure was performed to reposition the rv and ra leads. The procedure was noted to have been completed with excellent results. Then approximately two months later, the rv lead exhibited a high out of range pace impedance measurement greater than 3000 ohms. As a result, a lead safety switch (lss) was triggered which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. There was also a stored signal artifact monitor (sam) episode corresponding to the out of range impedance measurement. The sam episode exhibited minute ventilation (mv) sensor noise and oversensing on the rv lead. In addition, there was a subsequent stored non-sustained ventricular episode which exhibited noise on the rv lead which was oversensed by the pacemaker device. The rv lead pace impedance measurement in the unipolar configuration was stable in the 700 ohm range, which is within normal specification limits. Isometric and pocket manipulation testing was performed with the patient. The issue was able to be reproduced on the rv lead with isometric testing but it was not able to be reproduced with pocket manipulation testing. Boston scientific technical services (ts) discussed with the boston scientific field representative that there may be a rv lead issue and provided guidance to consider reprogramming the rv lead to a unipolar pacing and bipolar sensing configuration. The patient was indicated to receive ventricular pacing therapy approximately one percent of the time. The rv and ra leads remain in-service. No additional adverse patient effects were reported.